Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the event history logs. The cause of the reported issue could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2014 at 11:04:37. During night drain cycle 20, the patient's ultrafiltration reading was 712ml, indicating the home patient (hp) drained 562ml more than their maximum programmed fill volume of 600ml. No additional information is available.